Event description:
Ibc-(B)(6) stated that the portable system is working intermittently. She stated that the system shut off then it wouldn't come back on for a long time. The when it came back on the system was beeping and stating that it was full, she stated that is was barely 4000cc in the system. She stated that it is also making a buzzing sound and when she was using the system this morning it randomly shut off on her. Replaced unit under warranty. Used with flex wicks. No additional information provided. No troubleshooting was provided (prepping and placement tips shared). Tcm please send biohazard box.per follow-up information received via email on 27jan2026, it was reported that "I forwarded your email to my sister and my mom and they printed it out and put it in the box with the machine. It was shipped back to you yesterday thru fedex. From the start, the purewick device was malfunctioning and turning off randomly, causing issues that led to a bad urinary tract infection, physical and emotional distress. The sensor light and alarm would go off even if only a few ounces full which led to the suction being stopped. Unfortunately, it was random and sometimes it would shut off without the alarm sounding. I was unaware most times. The motor would still be on at times, I think. It did not function properly at all. The suction was weak, as well and throughout the night and day, I would be in the wheelchair or hospital bed and flood my diapers. About every 2-3 hours. It has been humiliating emotionally, painful for laying in wet urine-soaked diapers until I could be changed (which has been hours at times). My skin is irritated and sore. My body is in a lot of pain with the uti and am still awaiting antibiotics that have been held up by facility that has not been on top of things. I will get you a copy of labs results to you to confirm. Despite multiple phone calls on my family and my part, our research on your website, speaking to multiple people at your company, this issue is frustrating and hopefully be resolved soon. A replacement machine was just delivered. Took way too long and too much work to handle this. My family has been involved and I¿m just trying to get by day to day with the medical conditions that affect, including no bladder control due to neurogenic bladder, adrenal insufficiency /crisis, etc¿ I also have questions regarding timing of replacement supplies during uti".

Manufacturer narrative:
Complete initial reporter zip: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.